Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that the patient was getting an MRI because they may have had a stroke. Additional information was gathered from the patient where they stated the MRI was not definitive, but they were placed on medication for 30 days to help to try to resolve the issue. The patient did state though the issue was not resolved. There were no further complications reported.